Manufacturer narrative:
The infusion pole is fixated at two points. A safety ring is installed above the upper fixation point of the agila and a handwheel of the extension arm fixates the pole. In the reported case the handwheel was screwed off, consequently the complete weight had to be hold by the safety ring. If now the infusion pole is turned, also the fixation ring can turn itself on the pole. As possibly neither the ring nor the pole was exactly round the clamping force could get reduced and the pole could slip down through the brackets. In this situation the user attends the event and therefore risk for the patient is reduced. Users are trained that all fixations have to be set tight. The reported event is a very rare case.

Event description:
It was reported that the fixation pole of the infusion stand slipped through its fixation and the stand fell to the floor with all the infusion pumps. No injury was reported.